Event description:
It was reported that the urine leaked from the foley catheter funnel during surgery and was splashed onto the doctor. When the catheter was checked, the funnel part was torn.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿user applies excessive tension". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "contraindications: be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. Exercise caution when using the device in patients with high urinary calcium levels as encrustation on the balloon surface, catheter occlusion or damage may occur. Malfunction and adverse events: malfunction: catheter kinking, damage, rupture. Device damage due to inappropriate use. Do not aspirate urine through drainage funnel wall. If situation wouldn't be improved with 1), sever the inflation funnel of valve." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the urine leaked from the foley catheter funnel during surgery and was splashed onto the doctor. When the catheter was checked, the funnel part was torn.